Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported the markings not aligned with the top of the syringe. To aid in the investigation, one sample in a sealed packaging blister and three photos were provided for evaluation by our quality team. A visual inspection was performed and the zero line of the syringe barrel scale is shifted 1/4". The three photos provided show a packaging blister top web, a syringe with the scale marking issue, and the defective syringe next to a good syringe. No other defects or imperfections were observed. This defect could occur during the syringe barrel printing process if there was a jam that misaligned the printing pad. A device history record review was completed for provided material number 302830, lot 4157500. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Additional information received. There is no known event that reached a patient. Material #: 302830, batch #: 4157500. It was reported by the customer that the 2 syringes identified to have markings not aligned with the top of the syringe, calibration is off by about 2mls. Both from the same lot. Verbatim: rcc received a complaint via email. 2 syringes identified to have markings not aligned with the top of the syringe, calibration is off by about 2mls. Both from the same lot. Sku: 302830, gtin: 00382903028306, lot: 4157500, exp: 5/31/29.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: 302830. Batch #: 4157500. It was reported by the customer that the 2 syringes identified to have markings not aligned with the top of the syringe, calibration is off by about 2mls. Both from the same lot. Additional information: there is no known event that reached a patient.